Event description:
The ceiling lift in ICU fell from the ceiling. I pressed the down button twice on the remote but it sounded like the motor was jammed. I pressed the down button a third time and the lift released from the belt and rapidly slammed down from the ceiling. The lift was not positioned over the patient, so no harm came to the patient.